Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an infusion set with the t:lock luer lock from the customer and the cartridges had the standard luer lock. As the luer locks could not be connected, the customer was unable to resume insulin delivery via the pump. The blood glucose (bg) level was 354 mg/dl and an insulin injection was administered to address the bg level. The customer reported that the pump was functioning as expected when the correct supplies were used. The customer contacted the distributor to resolve the supply issue.